Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd precisionglide¿ needle was found with foreign matter as ¿a small white string or piece of plastic floating in the syringe after drawing insulin from the insulin vial. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. No device history record could be performed as the batch number is unknown. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Root cause is undetermined. As no sample, lot, or batch info was provided, no formal corrective action is necessary.